Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified medication (ongoing, dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was not recovered from peritonitis and was reported to be improving with ongoing medication. Pd therapy was ongoing. No additional information is available.